Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was analyzed and found to have no issues related to the customer reported issue during visual inspection. The ccc was installed on a test system and functioned as expected. The vision side cart (vsc) monitor could not show full display on the screen and the vision cart power button would not stop blinking blue with a message of "insufflator disabled." The system was not able to program, and the vsc could not connect to the patient cart in this state. Unit was installed on a test bench and powered on with a power supply. Unit was connected to a pc and identified the tegra module was visible. The unit was confirmed to be non-functional. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to an electrical and/or fiberoptic defect of the ccc. Component was replaced to resolve reported issue.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the system was not connecting to the robot. The tower's power button was blinking blue and a message saying "the insufflator is disabled" was present. The technical support engineer (tse) walked the caller through multiple hard power cycles and moved the blue fiber cable from the robot to the tower to a different port with no change. There were no logs or events viewable during the time of the call. The procedure was completed as planned with no reported injury.